Manufacturer narrative:
(B)(4). Date sent: 6/1/2022. Additional information was obtained: death: yes. End date: (B)(6) 2022. Relationship to study device: not related. Relationship to primary study procedure: not related. The patient had single liver lesion ablated on (B)(6) 2022 using one pr15xt probe. The ablation outcome was incomplete because hydro-dissection between stomach and liver was not successful so no safe margin for complete ablation could be performed. The patient death occurred on (B)(6) 2022, 9 months after the index ablation procedure. The cause of the patient¿s death was determined as progressive disease from esophageal cancer. A patient code (pc) of death was added to the file. The file will not be updated to a death reportability and will remain a serious injury since the death has no relationship to the neuwave device and no relationship to the original ablation procedure.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a microwave ablation of soft tissue liver lesions clinical trial the patient experienced an arterial bleeding of sidebranch of internal mammary artery. The relationship to study device is unlikely. The outcome is recovered/resolved.